Manufacturer narrative:
Gbo complaint: (B)(4). Received 1rk 455071p/b20063nl for evaluation. No samples were received for 455071p/b20033ay. Received customer pictures. We have no further complaints on the material/batches. We have no further inventory of the material/batches. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported error. Samples of 455071p/b20063nl were visually inspected and tested. No visual deviation observed. Draw volume, level mark and additive found withing the specification. No deviations could be observed in the samples. Complaint could not be duplicated on batch b20063nl. Complaint cannot be determined for batch b20033ay.

Event description:
Customer states there is insufficient gel separation. Notification was from a bio-med employee of saint lukes that performs maintenance and calibration of centrifuges. Customer states they allow tubes to clot for 30 minutes and spin in a hettich rotofix 32a - set at 2900 rcf for 10 minutes. IFU was provided to bio-med employee and customer. Insufficient gel separation was the description given by the bio-med rep. They are actually concerned with the rbcs within the gel, the blood underneath the stopper, and "floating rbcs within the serum". No mention was made concerning fibrin.

Manufacturer narrative:
Gbo complaint: (B)(4). We have no inventory for this material/batch. We received samples for the evaluation from the customer. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Customer states there is insufficient gel separation. Notification was from a bio-med employee of saint lukes that performs maintenance and calibration of centrifuges. Customer states they allow tubes to clot for 30 minutes and spin in a hettich rotofix 32a - set at 2900 rcf for 10 minutes. IFU was provided to bio-med employee and customer. Insufficient gel separation was the description given by the bio-med rep. They are actually concerned with the rbcs within the gel, the blood underneath the stopper, and "floating rbcs within the serum". No mention was made concerning fibrin.